Manufacturer narrative:
The baxter technician found the head section was not moving. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the CPR feature operates correctly. Repair or replace the siderail if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the centrella bed frame to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that centrella frame head section was not moving when CPR was being activated. The bed was located at the account and occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.